Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the patient side manipulator (psm) to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto an in-house system and functioned as expected. The system was power cycled twenty times and no startup brake faults were triggered. The unit was then installed onto a patient side cart fixture test platform (pftp) where the brake specification then failed, replicating the reported event. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to input/output module in the psm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The isi technical support engineer (tse) performed remote log review with the fse onsite. Reviewing the logs found no recoverable errors in launch. They camera orientation (above/below) was not known making it more difficult to determine which manipulator was in arm 1 spot at time of the error. Previous logs reviewed with no brake related errors on the patient side manipulator (psm). The tse recommended psm testing and system verification as the error was not replicated and could possibly be user induced. Fse found 23022 error on psm 1. The fse recovered after two attempts, but errors consistently happened after every power up. The fse replaced the psm to resolve the issue. The psm involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted surgical procedure that an error occurred advising the customer to disable instrument drive 1. The caller tried to recover from the error, reboot the system, and perform a hard reboot of the system, but the error remained. The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended exercising patient side manipulator (psm) 1 and then trying to recover from the fault. The system did recover from the fault. The caller stated that they were just about finished with the case and wanted to move psm 1 out of the way. The customer proceeded with the case. There were no reports of patient injury.